Event description:
It was reported that despite multiple attempts, the xience prime was unable to cross the moderately calcified, heavily tortuous, mid left anterior descending coronary artery. During the procedure, the proximal shaft of the xience prime stent delivery system (sds) kinked and broke in two pieces. The entire sds was easily removed from the patient by hand. There were no adverse patient effects. Another xience prime was implanted successfully. There was no additional information provided.

Manufacturer narrative:
(B)(4). Dilatation catheter: sapaire; guide wire: runthrough; inflation: 20/30 indeflator; guide cath: launcher; rhv: copilot. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional, relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Failure to advance/cross the lesion could not be replicated in a testing environment as it was based on operational circumstances. The shaft kink and shaft separation/detachment were confirmed. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. Based on the information reviewed, there is no indication of a product deficiency.